Manufacturer narrative:
(B)(4). The lot number was not provided; therefore, the device history records could not be reviewed. The investigation is currently underway.

Event description:
It was reported that during a second scheduled vena cava filter retrieval, a detached filter limb was identified in the right pulmonary artery. The filter and the detached filter limb were successfully retrieved. There was no reported patient injury.